Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture. A revision procedure was performed to implant a new lv lead but was unsuccessful as there was only a single suitable target branch with capture at 6v @ 0.5 ms. The patient was referred to another facility where they were to undergo epicardial lead implant at an unspecified time. The chronic lv lead was surgically abandoned. No adverse patient effects were reported.